Event description:
It was reported that the patient received inappropriate therapy due to noise. Noise was observed on the iegms. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the complaint was verified. The distal portion of the lead was returned. The outer and blue cable insulation on the sensing cables were damaged at 46 cm from the lead tip as a result of friction to the ICD can. The metal wires of the sensing cable were exposed, which can lead to oversensing therapy. The returned lead portion exhibited normal electrical characteristics..